Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was powered on to a blank display. The device was not in use on a patient.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab test. The problem was localized to fuse f7 which was found to be open. The fuse was replaced with a good known one and the unit passed all related tests.